Event description:
It was reported that the patients ipg was nonfunctional and was difficult to be charged. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.